Manufacturer narrative:
The date of incident, serial number and date of manufacture have not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Received voluntary report (B)(4) from FDA where the consumer alleges hazardous design concept with the front swiveling caster wheels and the foot platform.